Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with infusion sets and high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 228mg/dl. The customer was exhibit sings of the possible onset of diabetic ketoacidosis and was advised to contact their health care provider, but stated they felt ok to troubleshoot. The cannula was noted to be straight, but there was blood at the site. The customer also states when they removed the cannula from the body, the quick release came off very easily. The customer was advised that the blood at site could be a contributing factor to the high blood glucose levels. The customer was advised to monitor and contact their health care provider regarding the unexplained blood glucose levels. The customer is being sent replacement sets and tubing clamp to conduct high pressure test.